Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. Inspection of the device found that the sheath was torn at 19.5cm distal from the burr housing strain relief. When the rotapro advancer was connected to liquid infusion and liquid infusion was started, a fluid leak was observed from the damaged portion of the sheath. The returned advancer was connected to the rotapro console control system. When the knob switch [ablation button] was pressed, the device stalled and would not run due to the damaged sheath.

Event description:
It was reported that sheath leak occurred. The stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.50mm rotapro was selected for use. During the procedure, the rotational speed of the burr was noted slow. The physician turned it off and retracted the burr a bit using the knob, then went to turn it back on and it stalled. The physician retracted the burr into the catheter to try again and still stalled. Upon removal of full advancer/burr system, a steady stream of saline coming from the sheath was noted. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that sheath leak occurred. The stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.50mm rotapro was selected for use. During the procedure, the rotational speed of the burr was noted slow. The physician turned it off and retracted the burr a bit using the knob, then went to turn it back on and it stalled. The physician retracted the burr into the catheter to try again and still stalled. Upon removal of full advancer/burr system, a steady stream of saline coming from the sheath was noted. The procedure was completed with a different device. There were no patient complications reported.